Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant patient experienced increase in power outside of expected operating range and increase in calculated flow. Patient was treated with thrombolytics. Tissue plasminogen activator(tpa) was administered as a continuous infusion. The infusion ran for about 5 hours, after about 3 hours of the infusion, the power began to trend down. The power ultimately returned to baseline, normal parameters. The pump speed was adjusted during the infusion because the patient began to exhibit signs of poor perfusion with increase in lactate and decreased urine output. Suddenly, the patient showed acute delirium, severe metabolic acidosis, and was intubated for airway control. Patient developed a subdural hematoma. Patient also showed evidence of hemolysis with "elevated plasma hemoglobin", despite therapeutic anticoagulation with heparin. The patient continued to appear poorly perfused, so the decision was made to place the patient on extracorporeal membrane oxygenation (ECMO). The patient is currently in critical condition on ECMO. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿increase in power¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning (B)(6) 2018 to parameters above the normal operating range. 12 high watt alarms were logged since (B)(6) 2018. Of note, it was reported that the patient was given tpa treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On initial report: it was reported that several days post implant patient experienced increase in power outside of expected operating range and increase in calculated flow. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s family elected to withdraw support and the patient expired. No autopsy was performed.